Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to verify other alarms due to the motor error alarm. No moisture damage on electronic, motor, vibrator or battery tube assembly noted during visual inspection. The pump had a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, a broken reservoir tube lip and a missing o-ring on the reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was normal. It was advised to return insulin pump for analysis.